Manufacturer narrative:
(B)(4). The complaint sample was not returned to maquet (B)(4) for evaluation. (B)(4).

Event description:
(B)(6) reported that a blood leakage (about 10 drops) was observed from quadrox-d (lot number 70057487) just before the aortic clamp was removed. (B)(4).